Event description:
Pt placed on duo-therm disposable blanket with click connect (24x60) in 2/2003. On event at 11:45am nurse found pool of winter bedside bed. 1st and 2nd degree burns to the pt's legs, bnhocks, bad and bucks of arms. This blanket was connected to a blanketrol unit for cooling purposes.